Event description:
Arjo was initially informed that the maxi sky 1000 ceiling lift fell out of the track during the patient's transfer. According to new information provided, the event took place after the transfer was completed; the caregiver was attempting to put device on the charger, but it did not respond. The caregiver pulled the strap to move it along the track. Sudden bump of the end stopper caused it to fall out of the track together with the ceiling lift. No injury was sustained.

Manufacturer narrative:
An investigation is ongoing to find root cause of the faiure. Additional information will be provided upon investigation conclusion.

Manufacturer narrative:
On (B)(6) 2019 arjo was informed about an incident involving maxi sky 1000 ceiling lift. It was reported that when the patient transfer was conducted, the caregiver tried to put the celling lift back into the charging station but the device was blocked and could not move along the side rail as intended. Therefore, the caregiver grabbed the device and pull it rapidly. Then, the ceiling lift moved but hit of the end stopper (situated at the end of the track intended to stop the lift at the end of the track). As a consequence, the end stopper has detached from the track and ceiling lift fell by the end of the track to the chair. No injury was sustained. After the event, the arjo service technician attended the customer facility and confirmed reported failure. The last device preventive maintenance was performed in may-2018 by arjo. The arjo service technician responsible for device maintenance confirmed that the event occurred at the intensive care room where service technicians had access only once a year. It was stated that service technicians during maintenance always check the end stoppers and torque to 20 nm, if needed. The technical manual (001.14165.33) contains information that every year authorized service technician should: - inspect track end stoppers - torque end stoppers to 15 lbf in (20nm) - warning: always reinstall the track end stoppers (if removed) after servicing in addition, instructions for use (001.14160.33 en rev.10) dedicated to maxi sky 1000 include information regarding inspection of the system before every use: "warning: before each use, make sure all end stoppers are in place and secured." "Make sure that end stoppers and rail caps are in place and tightened". During course of the investigation, it has not been established whether the ceiling lift system inspection was performed before event by the customer. Based on the review of previous complaints, we (arjo) were able to conclude that the detachment of the end stopper is possible to occur when the end stopper screw is not installed and tightened properly, as recommended per the installation guidance. Based on the provided information we cannot clearly state why the end stopper become detached from the rail. Therefore, the exact root cause is impossible to define. While the event occurred, the device was not being used to transfer the patient. The end stopper and ceiling lift fall from the rail and from that perspective, the system was not up to its manufacturer's specification during the incident. Complaint decided to be reportable based on the information that the ceiling device fell down through the end of the installation rail and potential of hazardous situation if the incident would to re-occur.

Manufacturer narrative:
Currently received information are analyzed. Additional information will be provided upon investigation conclusion.

Manufacturer narrative:
This report is being filed under exemption e2012068 by the arjohuntleigh magog inc. (Registration #9681684) on behalf of the importer arjohuntleigh inc (ahus) (registration #1419652). Additional information will be provided upon investigation conclusion.

Event description:
During the patient transport, the maxi sky was blocked on its track. When the caregiver wanted to disblock it, the maxi sky fell to the floor. The patient and the caregivers weren't hurt.